Manufacturer narrative:
(B)(4).

Event description:
It was reported there were high impedances at implant. The stimulator was not used for implant due to the high impedances, and another stimulator was used instead. Additional information has been requested, a follow-up report will be sent if additional information becomes available.